Event description:
During an implant procedure, the helix of the right ventricular (rv) was unable to extend before lead placement. The rv lead was replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of a helix retraction issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and bent for analysis. The helix could not be evaluated due to helix damage during the procedure.